Event description:
It was reported that cartridge change errors occurred with multiple cartridges. Additionally, the cartridge o-ring was missing and the customer confirmed the o-ring was not located on the pneumatic tap. Blood glucose level was displaying "high" customer administered mdi to resolve elevated blood glucose and will continue to revert to this method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.